Event description:
It was reported the customer was hospitalized due to hypoglycemic event; blood glucose was 52 mg/dl when admitted. Customer had done a set change two hours prior to being hospitalized. Customer was disconnected during rewind or prime sequence. Customer was disconnected from the device due too much active insulin. Customer was wearing the device when admitted but then he was off for a whole day and currently back on the device again. Customer checked blood glucose and it went up to 515 mg/dl. Customer hospitalization was being prolonged for high blood glucose. Drive support cap appears to be normal. No air bubbles or leaks noted. Settings were correct. High pressure test was performed and device passed. The device was working as designed. Advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.